Manufacturer narrative:
During inspection and testing, service found angulation was locked and could not be disengaged due to damage on the up/down sprocket. In addition, there was a leak due to deformation of the grip, the distal end cover was dented, and the adhesive on the bending section cover was discolored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the wheel on the subject device did not move when turned. Additional details were requested regarding the reported event. No additional information was provided. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found angulation was locked and could not be disengaged. This report is being submitted for the malfunction found during evaluation (angulation locked). There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was reproduced and determined to be the result of damage to the up/down (ud) sprocket. The root cause of the damaged ud control sprocket could not be determined, however, it is probable that the ud sprocket was damaged during user handling, resulting in curvature anomaly. The event can be detected by properly by handling device in accordance with the following IFU item: ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.